Event description:
Report received of a nondelivery of magnesium sulfate due to an operator error in programming the device. The pump was to be set to delivery magnesium sulfate on the pump's secondary line. At some point in time, the nurse observed that the magnesium sulfate was not infusing. The customer reported that there was no "patient injury". Additional information has been requested from the user facility. If any relevant information is received it will be resubmitted in a follow-up report.